Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the analog board was at fault and was replaced to remedy the issue. Further evaluation of the analog board confirmed the reported issue, but the root cause could not be determined and was scrapped. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.